Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. The analyst noted they could not perform helix test due to stylet stuck in lead.

Event description:
It was reported that during the implant procedure, the right ventricular lead insertion though the vein was difficult and the physician had put some stress on the lead. After the lead was repositioned to get better sensing, the helix would not extend and the impedance was noted to be high. A different lead of the same model was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.